Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. E1 - initial reporter facility name: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation until it reached 10 atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.